Manufacturer narrative:
Analysis of lead model 3093-33 lot # v772513 showed the conductors were broken near the tines 4.1 cm and 4.5 cm from the distal end of the body of the lead. The outside insulation was broken. It was noted that the device was subjected to a series of standard tests that included but not limited to visual inspection and electrical testing. The outer insulation was broken. Cosmetic environmental stress cracking (esc) was seen on the outer insulation in between the electrode sleeves. No shorts were seen between circuits. Continuity testing was not performed in order to preserve the returned condition of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3093-33, lot# v772513, explanted: (B)(6) 2019, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on further review of the event, the previously reported device codes (B)(4) no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the lead had migrated out of position and needed to be replaced. The patient was to have a lead revision only on (B)(6) 2019. It was also reported that the lack of therapy issue was due to normal battery depletion. There were no further complications reported or anticipated.

Manufacturer narrative:
Date of event: event date is approximate and either (B)(6) 2019 or (B)(6) 2019. Concomitant medical products: product ID: 3058, serial #: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: 3093-33, lot #: v772513, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 06-jul-2015, UDI #: (B)(4). The old ins/lead issue was submitted previously in regulatory report and supplemental reports # 3004209178-2019-05593. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy on (B)(6) 2019. It was reported that during a battery replacement due to a dead battery, intra-operatively there was a greater than 4k ohms impedance found in all combinations. During troubleshooting, the technical services agent (ts) had the manufacturer¿s representative (rep) run impedance at 2 volts and 360 pw, but impedance is still greater than 4k ohms. Then the rep ran stimulation in the programs and turned stimulation up, but patient was not giving bodily response. Ts then recommend removing lead, wiping it down and reinserting the lead, making sure the blue tip is seen. Wiping down the lead and reconnecting did not resolve the impedance issue. The health care professional (hcp) decided to put the new ins in and schedule the patient for a lead revision. On 2019-mar-19 the rep reported the old device was replaced due to normal depletion, and that the date of the lead revision procedure had not been scheduled. Additional information was received from the patient on (B)(6) 2019: the patient reports her entire system was going to be replaced because it was bad. Patient reports there was a problem when the new ins was put in. The patient explained that she already had the ins in, but the hcp thought the system needed a new battery (previously reported as due to normal battery depletion). The patient states that this new battery didn't work because an x-ray showed the whole thing is bad. The patient further explained that the "whole thing was bad" because it was in her and no one paid attention to her (patient services didn't know what the patient meant by this). The patient reports that it sat dormant since 2007 or 2009, but the ins had been helping her. (Unclear what was meant by this statement as current lead and previous ins were implanted 2011) the patient states that on (B)(6) 2019, the hcp will put a whole stimulator in. There were no further complications reported at this time.